Manufacturer narrative:
It was reported that the customer has an unusual number of progressa beds showing seat deflation leading to patient discomfort and pressure ulcer conditions worsening. Follow-up attempts were made with the customer, however, they have not provide any further details of the initial alleged harm/injury associated with the device, including: number of patients with involved injuries, date of injures, specific injury type, sequence of events, did the device provide an alert/alarm, medical intervention provided, length of delay allegations, device serial numbers associated with each patient, and additional patient information including admitting diagnoses, past medical history, gender, age and weight, and each patient¿s outcome. Additional questions to the customer included: when these beds were put into use by the customer, have the beds been serviced, did the care teams receive training on the devices, and the approximate date of when these issues were noted. Currently hillrom has received no information back on the above. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. It is noted the customer does not have a service contract with hillrom, however given the high number of progressa beds with the account hillrom is sending a field service technician to make a diagnostic on the probable cause and recommendations. These findings are currently pending. The customer is reporting multiple patients with discomfort and pressure ulcer conditions worsening. Attempts to obtain additional details to determine severity of the event including injury, medical intervention provided, and patient outcome were unsuccessful. Additionally, the devices are still awaiting inspection by a hillrom technician. Based on the initial limited information provided, serious injury and device malfunction cannot be ruled out at this time. Therefore, hillrom is cautiously reporting this event. If any new relevant information is received on the injury and device inspection, it will be addressed accordingly.

Event description:
It was reported that the customer has an unusual number of progressa beds showing seat deflation leading to patient discomfort and pressure ulcer conditions worsening. The bed is located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom¿s clinical outcome specialist provided re-training to the customer where it was observed that user error was occurring. It was reported that the white hooks were not being re-attached to the frame after device cleaning as well as broken mattress zippers were noted. The importance of connecting the white hooks after cleaning and disinfecting the progressa beds was discussed, a brochure with cleaning tips was provided, and it was noted that the housekeeping manager would re-train his team on the process. There was an additional user error found with several devices having no weight entered for the patients. This was also elevated to the customer for awareness and re-training. The device IFU notes the following on the white attachment knobs and mattress zippers: to raise the mattress to clean underneath, find the mattress retention knobs on the underside of the mattress, and slide the knobs to the center of bed. Examine the following for damage: ¿ top mattress cover ¿ bottom mattress cover and white attachment knobs ¿ zipper closure. Prepare the bed for use: connect the mattress retention knobs at the head and foot ends of the mattress. The device IFU states the following on weight of the patient: warning¿incorrect use of the scale can result in inaccurate patient weights, which could result in harm to the patient. The surface uses input from the bed scale system to adjust the cushion pressures based on the patient¿s weight. Post-training follow up was held with the customer¿s senior advisor in material resources nursing management and specialty wound care consultant which they reported no further complaints from the patients with these devices. Due to resolution of the identified user errors, the customer stated they did not find it necessary to provide further information on the initial alleged multiple patient involvement of, ¿pressure ulcer conditions worsening¿ including serial numbers of devices associated with each patient, severity of the injury, medical intervention provided, patient outcome, etc. Not all 86 progressa beds were inspected, however, the ones that were inspected were found to be functioning as designed. We can reasonably conclude that there was no malfunction as the beds were reported to have remained in use. During follow up with the customer regarding injury severity, it was reported, ¿the patients on progressa start with stage 1 or 2 (some come into the ICU with wounds already or develop wounds in the ICU) and go up to stage 3 or 4. A stage 3 pressure injury is defined as full thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. A stage 4 pressure injury involves full thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment of stage IV pressure ulcers begin with the removal of dead tissue. If the damage is extensive, surgery is usually required. The wound is then cleaned and dressed. A stage 3 or 4 wound ¿worsening¿ would be categorized as a serious injury. Based on the limited information provided on multiple patient¿s, ¿pressure ulcer conditions worsening¿, a serious injury cannot be ruled out at this time, therefore, hillrom is cautiously reporting this event. Based on this information, no further action is required.

Event description:
It was reported that the customer has an unusual number of progressa beds showing seat deflation leading to patient discomfort and pressure ulcer conditions worsening. Hillrom¿s clinical outcome specialist provided re-training to the customer where it was observed that user error was occurring. It was reported that the white hooks were not being re-attached to the frame after device cleaning as well as broken mattress zippers were noted. The importance of connecting the white hooks after cleaning and disinfecting the progressa beds was discussed, a brochure with cleaning tips was provided, and it was noted that the housekeeping manager would re-train his team on the process. There was an additional user error found with several devices having no weight entered for the patients. This was also elevated to the customer for awareness and re-training. This report was filed in our complaint handling system as complaint # (B)(4).